Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), alopecia ("hair loss"), limb discomfort ("feelings in limbs"), fatigue ("tiredness"), the first episode of feeling abnormal ("brain fog"), the second episode of feeling abnormal ("general reluctance") and medical device discomfort (""feels implants in uterus""). The patient was treated with surgery (essure removal by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, arthralgia, alopecia, limb discomfort, fatigue, the last episode of feeling abnormal and medical device discomfort outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, fatigue, limb discomfort, medical device discomfort, the first episode of feeling abnormal and the second episode of feeling abnormal with essure. The reporter commented: during removal no reason for symptoms was found and implant was normally in situ. Her symptoms started little by little after insertion and lasted half a year and patient was unable to work. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-apr-2018 for the following meddra preferred term: abdominal pain lower- the analysis in the global safety database revealed 1.140 cases . Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain / stabbing abdominal pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient has a migraine as a basic disease. Nothing else specific in health. Concurrent conditions included migraine (migraine as a basic disease). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), alopecia ("hair loss"), limb discomfort ("feelings in limbs"), fatigue ("tiredness"), the first episode of feeling abnormal ("brain fog"), the second episode of feeling abnormal ("general reluctance"), medical device discomfort (""feels implants in uterus""), hirsutism ("increased hair growth on face"), teeth brittle ("tooth brittleness"), breast pain ("pain in breasts"), constipation ("constipation"), back pain ("back pain"), insomnia ("sleeplessness"), balance disorder ("decreased balance"), migraine ("increased migraine attacks") and memory impairment ("memory disorders"). The patient was treated with surgery (essure removal by laparoscopic salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, arthralgia, alopecia, limb discomfort, fatigue, the last episode of feeling abnormal, medical device discomfort, hirsutism, teeth brittle, breast pain, constipation, back pain, insomnia, balance disorder, migraine and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, back pain, balance disorder, breast pain, constipation, fatigue, hirsutism, insomnia, limb discomfort, medical device discomfort, memory impairment, migraine, teeth brittle, the first episode of feeling abnormal and the second episode of feeling abnormal with essure. The reporter commented: during removal no reason for symptoms was found and implant was normally in situ. After essure insertion she has had diverse symptoms. Her symptoms started little by little (became aware of symptoms in spring 2017) after insertion and lasted half a year and patient was unable to work. Essure implants were removed by laparoscopic salpingectomy. Information concerning symptoms after that is not available. Case closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain / stabbing abdominal pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient has a migraine as a basic disease. Nothing else specific in health. Concurrent conditions included migraine (migraine as a basic disease). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), alopecia ("hair loss"), limb discomfort ("feelings in limbs"), fatigue ("tiredness"), the first episode of feeling abnormal ("brain fog"), the second episode of feeling abnormal ("general reluctance"), medical device discomfort (""feels implants in uterus""), hirsutism ("increased hair growth on face"), teeth brittle ("tooth brittleness"), breast pain ("pain in breasts"), constipation ("constipation"), back pain ("back pain"), insomnia ("sleeplessness"), balance disorder ("decreased balance"), migraine ("increased migraine attacks") and memory impairment ("memory disorders"). The patient was treated with surgery (essure removal by laparoscopic salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, arthralgia, alopecia, limb discomfort, fatigue, the last episode of feeling abnormal, medical device discomfort, hirsutism, teeth brittle, breast pain, constipation, back pain, insomnia, balance disorder, migraine and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, back pain, balance disorder, breast pain, constipation, fatigue, hirsutism, insomnia, limb discomfort, medical device discomfort, memory impairment, migraine, teeth brittle, the first episode of feeling abnormal and the second episode of feeling abnormal with essure. The reporter commented: during removal no reason for symptoms was found and implant was normally in situ. After essure insertion she has had diverse symptoms. Her symptoms started little by little (became aware of symptoms in spring 2017) after insertion and lasted half a year and patient was unable to work. Essure implants were removed by laparoscopic salpingectomy. Information concerning symptoms after that is not available. Case closed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower- the analysis in the global safety database revealed 1.170 cases . Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: migraine added as a concomitant disease. New events under essure use added. Essure implants were removed by laparoscopic salpingectomy. Information concerning new symptoms after that is not available. Case closed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.